Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, patient experienced vomiting and abdominal cramping. The patient was taken to hospital, after a diagnostic imaging test, it was determined that the patient has a bowel obstruction. The patient remained hospitalized. After the discharge, the patient was taken back to hospital due to lower abdominal pain. The patient was admitted and a naso gastric (ng) tube was placed. No further information is available.

Manufacturer narrative:
(B)(4). Additional information added to implant date.